Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0011957873); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-34 (serial: (B)(6) ); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulo plasty (bav) was performed using a non-medtronic balloon due to calcification in the patient's anatomy. The delivery catheter system (dcs) was inserted. Subsequently, it was difficult to advance the dcs.  4-5 deployment attempts were performed with 3 partial recaptures due to the incorrect depth of the valve and the patient's horizontal aortic root. It was noted that it was difficult to deploy the valve. No difficulty was noted when turning of the deployment knob and the capsule responded when the knob was turned. No difficultly recapturing was noted. The system was withdrawn from the patient and the procedure was aborted because the physician was unable to implant the valve at the correct depth. Per the physician, the patient's tortuous anatomy caused/contributed to the advancement issues, positioning difficulties, and deployment difficulty. No adverse patient effects were reported.